Manufacturer narrative:
Device evaluation summary: postoperative formation of a fibrous tissue capsule around a mammary prosthesis is a normal physiologic response to the implantation of a foreign object and occurs in all patients in varying degrees. In some cases, contracture of the fibrous capsule may occur. This phenomenon is referred to as capsular contracture. The severity of this condition varies with each individual. Capsular contracture can make the breast harder and firmer than desirable which may result in breast asymmetry, discomfort or pain. This condition has also been associated with device deflation, wrinkling and/or displacement of the prosthesis. Capsular contracture may be more common following infection, hematoma, and seroma, and the chance of it happening may increase over time. Device evaluation: upon receipt by mentor, the device contained gel with clear appearance. No foreign material was observed within the device or on the shell surface. The product evaluation team¿s visual examination revealed creases on both views. No other anomalies were found. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. Potential cause: at this point it is not possible to determine the root cause of the crease. Mentor performs 100% inspection and testing of all devices prior to release. The product evaluation team concluded that the creases occurred sometime subsequent to the removal of the device from its protective packaging. For the capsular contracture, it is the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. There is no evidence that the creases were the root cause of the capsular contracture. The severity level for this complaint code was determined to be a s3, which is defined as: necessitates intrusive medical or surgical intervention. Corrective action: no corrective action is required since there is no evidence that the failures modes are related with manufacturing or product design. Conclusion statement: according to the information provided, the product evaluation team concluded the capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A manufacturing record evaluation (mre) was performed for the finished device number 7366830, and no non-conformances related to the reported complaint were identified. This report contains supplemental information for mentor asr/psr reference number (B)(4). On 11/28/2019, mentor became aware that previously-submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable. Reason for device explant and/or reoperation: capsular contracture manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) old female who underwent primary breast augmentation with a 350cc mentor memorygel breast implants experienced bilateral baker grade iii capsular contracture creating right device migration. As a result, bilateral prosthesis replacement with a new set of 350cc mentor memorygel breast implants was performed. See 1645337-2019-26019 for contralateral prosthesis report. This report contains supplemental information for mentor asr/psr reference number (B)(4). On 11/28/2019, mentor became aware that previously-submitted psr reference numbers (B)(4) were duplicated. Any additional event information received will be reported under this manufacturer's report number as applicable.